Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air gaps in the tubing. The user's blood glucose level was 183 mg/dl. Tandem's technical support educated the user that air bubbles/gaps located tubing indicates that the luer lock connection may not be securely tightened. The user disconnected/reconnected the luer lock connection successfully and primed the tubing to remove air bubbles.